Manufacturer narrative:
Model number/catalog number: sc-2366-50, serial number: (B)(4), batch/lot number: 15198675 / 15441665, model/catalog description: linear 3-6 lead 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was having high impedances. Database analysis on high impedance measurements were confirmed on fourteen contacts. The patient underwent an ipg and lead replacement procedure. The patient was reportedly doing well postoperatively.